Event description:
Customer reported that about two weeks ago he had unexplained high blood glucose. Customer was taken to the emergency room and was hospitalized. The blood glucose reading was high. Customer stated that his insulin pump has not been working correctly, it was alarming no delivery and it is not delivering the correct amount of insulin. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.